Event description:
A langston dual lumen catheter was used during a patient procedure. Upon pressure injection, the inner catheter of the langston separated near the hub. No patient harm was reported.